Event description:
It was reported that the patient experienced leakage at the site event on (b)(6) 2026. The blood glucose level was high and got treated by correction injection via multiple daily injections.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.